Manufacturer narrative:
Block d2b: pro code (product code): qrb. Block b3: exact date unknown, event occurred 2 years ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7076922. UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation despite of optimizing the program, due to high impedances on the spinal cord stimulation (scs) lead. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted devices will not be returned per facility policy.